Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Additional information/correction: the reported infection was determined to be a urinary tract infection, not peritonitis, and is therefore not a reportable serious injury.

Event description:
It was reported a patient experienced and was hospitalized the same day for an unspecified infection coincident with peritoneal dialysis (pd) therapy. The infection was currently being treated as a peritonitis event by the health care provider, but this was not confirmed as lab results were pending. The same day as hospitalization, the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported) and (ip) zosyn (dose and frequency not reported); both antibiotics were reported as ongoing. The cause of the infection was unknown. At the time of this report the patient remained hospitalized and the outcome of the infection was reported as ongoing and improved. No additional information is available.